Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional and pre-use check tests and no malfunction was found. Ran the ventilator on test lung to try and reproduce issue, unable to verify. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. Due to lack of device logs and no parts identified or returned as faulty, we have not be able to establish the root cause in this investigation.

Event description:
It was reported that the ventilator was auto triggering while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).